Manufacturer narrative:
E.4.: the initial reporter also notified the FDA. Medwatch report #mw5116970. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. This is report 3 of 3. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: mds-ids. Extension tubing set . Manufacturer complaint multiple sets leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary 2 used sample (model#2426-0007) were returned for quality investigation by the customer. It was reported by the customer that the extensions tubing sets have been leaking. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with water and attempted to be flushed by pressure test. The fluid pass through the sample shows the leakage from the tubing. The leakage from tube was clearly observed because of hole in it was verified in magnification. Leakage issue could be replicated. The quality notification was sent to the plant. A device history record review for model 2426-0007 and lot number 23039059 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After investigation, the potential root cause of damage tubing was not found to be related to the manufacturing process.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. This is report 3 of 3. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: mds-ids extensiopn tubing set manufacturer complaint multiple sets leaking